Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6). Product type recharger was returned and the analysis shows that white arrow rubbed off connector. This does not impact the functionality of the recharger. High reading na low reading na stuck on checking the recharger screen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that it's been about 3 days, february 8, when the recharger was getting warm while charging the implantable neurostimulator (ins) and pt find it irritating. Pt called their rep today and told them to call patient services (pss) to get a replacement recharger. Agent sent a repair request to replace the recharger.